Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing leaked at the spin collar cuff connecting to the maxzero¿ needleless connector during patient use. The customer further states that they have experienced this in the past in other areas, both inpatient and ambulatory care located within the health organization. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the spin collar cuff connecting to the maxzero was not confirmed. Functional testing of priming, infusion and pressure testing replicated no leaks anywhere throughout the received set. The customer did not send in the reported maxzero connector. The male luer of the suspect primary set was measured and found to be within specification. The root cause of the customer¿s report could not be identified.

Event description:
The customer reported that the tubing leaked normal saline at the spin collar cuff connecting to the maxzero needleless connector during patient use. The customer further states that they have experienced this in the past in other areas, both inpatient and ambulatory care located within the health organization. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing leaked normal saline at the spin collar cuff connecting to the maxzero¿ needleless connector during patient use. The customer further states that they have experienced this in the past in other areas, both inpatient and ambulatory care located within the health organization. There was no report of patient harm.